Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation showed that the device was in aai mode although it had been previously programmed to ddd. The device was reprogrammable but removal of the telemetry wand caused the mode to change to aai.